Event description:
(B)(4). I was implanted with a medical device called essure for permanent birth control on (B)(6) 2008 in my ob-gyn office. I received a patient identification card specifying that the device was manufactured by (B)(4). And I know now is manufactured by (B)(4). My lot number is ess305 626678. I don't have the expiration date. My side effects and symptoms experienced after the implanted was longer menstrual periods (3 -4 days longer than usual), in the middle of my periods I have a day with out any bleeding, menstrual periods are more heavy than before, putrified odor while urinating, back pain. I keep my health under the supervision of my gynecologist and other family doctors and nurse practitioners and quiros trying to help easy all this symptoms, specially the back pain that is 24 hours 7 days a week. I need medications for the back pain constantly. I went thru surgery on (B)(6) 2015 trying to easy the back pain. Had several x-rays to be sure the implants were in place. The device is still inside of me.